Event description:
Heal laa study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 27.9mm. It was noted that prior to the index procedure, heparin was administered. Upon discharge, the patient was placed on aspirin and clopidogrel medications. The 45-day routine follow up visit showed the largest residual jet size around the device was observed to be 2mm. 220 days post index procedure, the patient experienced right sided weakness, right facial droop and right sided gaze and was brought to the emergency room. The patient was currently taking aspirin. A computed tomography (CT) scan was performed and revealed a new onset of a left middle cerebral artery (mca) infarct extending from the subcortical region with some surrounding edema, in addition to encephalomalacia in the right and left occipital regions. The national institutes of health stroke scale (nihss) score was noted to be 17 based on patient's facial droop, hemianopia, dysarthria, weakness in 3 extremities and extinction. The modified rankin scale (mrs) score was noted as 5 meeting the criteria of severe disability, bedridden, incontinent and requiring constant nursing care and attention. The patients baseline mrs score on (B)(6) 2023 was noted to be 3. The etiology of the stroke was ischemic. No further details were made available at this time.

Event description:
Heal laa study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 27.9mm. It was noted that prior to the index procedure, heparin was administered. Upon discharge, the patient was placed on aspirin and clopidogrel medications. The 45-day routine follow up visit showed the largest residual jet size around the device was observed to be 2mm. 220 days post index procedure, the patient experienced right sided weakness, right facial droop and right sided gaze and was brought to the emergency room. The patient was currently taking aspirin. A computed tomography (CT) scan was performed and revealed a new onset of a left middle cerebral artery (mca) infarct extending from the subcortical region with some surrounding edema, in addition to encephalomalacia in the right and left occipital regions. The national institutes of health stroke scale (nihss) score was noted to be 17 based on patient's facial droop, hemianopia, dysarthria, weakness in 3 extremities and extinction. The modified rankin scale (mrs) score was noted as 5 meeting the criteria of severe disability, bedridden, incontinent and requiring constant nursing care and attention. The patients baseline mrs score on (B)(6) 2023 was noted to be 3. The etiology of the stroke was ischemic. No further details were made available at this time. It was further reported that an magnetic resonance imaging (MRI) scan of the brain and neck was performed which revealed ischemic changes with hemorrhagic transformation. The patient's aspirin was stopped in response to the bleeding. A CT scan of the heart structure was then performed, which revealed hypoattenuated thickening (hat) in the screw hub cove of the closure device which appears to be subfabric. There was contrast noted in the body of the closure device which is predominantly thrombosed, and 4 mm peridevice leak noted. A repeat CT scan of the head during the hospital admission revealed subacute ischemia in the left basal ganglia with minimal petechial hemorrhage which was stable. The patient was then discharged home with apixaban and instructions to follow up with primary care physician within 1-2 months of discharge.

Manufacturer narrative:
B5: information added, h6 patient code: intracranial hemorrhage added, h6 impact code: medication required added, h6 device code: difficult to open or close added.

Manufacturer narrative:
B3: event date corrected. B5: information added.

Event description:
Heal laa study: it was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 27.9mm. It was noted that prior to the index procedure, heparin was administered. Upon discharge, the patient was placed on aspirin and clopidogrel medications. The 45-day routine follow up visit showed the largest residual jet size around the device was observed to be 2mm. 220 days post index procedure, the patient experienced right sided weakness, right facial droop and right sided gaze and was brought to the emergency room. The patient was currently taking aspirin. A computed tomography (CT) scan was performed and revealed a new onset of a left middle cerebral artery (mca) infarct extending from the subcortical region with some surrounding edema, in addition to encephalomalacia in the right and left occipital regions. The national institutes of health stroke scale (nihss) score was noted to be 17 based on patient's facial droop, hemianopia, dysarthria, weakness in 3 extremities and extinction. The modified rankin scale (mrs) score was noted as 5 meeting the criteria of severe disability, bedridden, incontinent and requiring constant nursing care and attention. The patients baseline mrs score on (B)(6) 2023 was noted to be 3. The etiology of the stroke was ischemic. No further details were made available at this time. It was further reported that an magnetic resonance imaging (MRI) scan of the brain and neck was performed which revealed ischemic changes with hemorrhagic transformation. The patient's aspirin was stopped in response to the bleeding. A CT scan of the heart structure was then performed, which revealed hypoattenuated thickening (hat) in the screw hub cove of the closure device which appears to be subfabric. There was contrast noted in the body of the closure device which is predominantly thrombosed, and 4 mm peridevice leak noted. A repeat CT scan of the head during the hospital admission revealed subacute ischemia in the left basal ganglia with minimal petechial hemorrhage which was stable. The patient was then discharged home with apixaban and instructions to follow up with primary care physician within 1-2 months of discharge. It was further corrected the onset date of the event was 221 days post index procedure on (B)(6) 2024.

Manufacturer narrative:
H6 patient code: intracranial hemorrhage removed as it was included in error.

Event description:
Heal laa study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted with complete laa seal and deployed device diameter of 27.9mm. It was noted that prior to the index procedure, heparin was administered. Upon discharge, the patient was placed on aspirin and clopidogrel medications. The 45-day routine follow up visit showed the largest residual jet size around the device was observed to be 2mm. 220 days post index procedure, the patient experienced right sided weakness, right facial droop and right sided gaze and was brought to the emergency room. The patient was currently taking aspirin. A computed tomography (CT) scan was performed and revealed a new onset of a left middle cerebral artery (mca) infarct extending from the subcortical region with some surrounding edema, in addition to encephalomalacia in the right and left occipital regions. The national institutes of health stroke scale (nihss) score was noted to be 17 based on patient's facial droop, hemianopia, dysarthria, weakness in 3 extremities and extinction. The modified rankin scale (mrs) score was noted as 5 meeting the criteria of severe disability, bedridden, incontinent and requiring constant nursing care and attention. The patients baseline mrs score on 09nov2023 was noted to be 3. The etiology of the stroke was ischemic. No further details were made available at this time. It was further reported that an magnetic resonance imaging (MRI) scan of the brain and neck was performed which revealed ischemic changes with hemorrhagic transformation. The patient's aspirin was stopped in response to the bleeding. A CT scan of the heart structure was then performed, which revealed hypoattenuated thickening (hat) in the screw hub cove of the closure device which appears to be subfabric. There was contrast noted in the body of the closure device which is predominantly thrombosed, and 4 mm peridevice leak noted. A repeat CT scan of the head during the hospital admission revealed subacute ischemia in the left basal ganglia with minimal petechial hemorrhage which was stable. The patient was then discharged home with apixaban and instructions to follow up with primary care physician within 1-2 months of discharge.